Event description:
Anesthesiologist was preparing to intubate patient. When placing the laryngoscope into the patient's mouth, the anesthesiologist heard a "pop" and immediately withdrew the scope and noted that the bulb to be broken. No indication that any glass particles reached patient.